Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The target lesion was located in the 2nd obtuse marginal (2nd om) with 85% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 3.00 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with recurrent chest pain. Cardiac catheterization was recommended. The in-stent restenosis in the 2nd om was treated with the placement of a 3.00 x 15mm promus drug eluting stent. Following post dilatation, residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).